Manufacturer narrative:
Review of device history records showed that the device has been sterilized and released according to all applicable procedures.

Event description:
During a regular follow-up on (B)(6) 2016, the arrhythmia episodes recorded in the device memory showed 11 v bursts and noises on the ventricular egms which were possibly due to the ventricular lead fracture. The ventricular lead was checked and no anomaly was observed and lead impedance values were within normal range. An incomplete fracture of the ventricular lead (non-sorin) was reportedly suspected. A re-intervention was performed on (B)(6) 2016. No issue was observed at connection level. No damage was observed on x-ray fluoroscopic image or by visual inspection. The ventricular lead was capped and replaced and the subject device was also replaced (discarded) because of possible infection due to re-intervention.

Event description:
During a regular follow-up on (B)(6) 2016, the arrhythmia episodes recorded in the device memory showed 11 v bursts and noises on the ventricular egms which were possibly due to the ventricular lead fracture. The ventricular lead was checked and no anomaly was observed and lead impedance values were within normal range. An incomplete fracture of the ventricular lead (non-sorin) was reportedly suspected. A re-intervention was performed on (B)(6) 2016. No issue was observed at connection level. No damage was observed on x-ray fluoroscopic image or by visual inspection. The ventricular lead was capped and replaced and the subject device was also replaced (discarded) because of possible infection due to re-intervention.

Event description:
During a regular follow-up on (B)(6) 2016, the arrhythmia episodes recorded in the device memory showed 11 v bursts and noises on the ventricular egms which were possibly due to the ventricular lead fracture. The ventricular lead was checked and no anomaly was observed and lead impedance values were within normal range. An incomplete fracture of the ventricular lead (non-sorin) was reportedly suspected. A re-intervention was performed on (B)(6) 2016. No issue was observed at connection level. No damage was observed on x-ray fluoroscopic image or by visual inspection. The ventricular lead was capped and replaced and the subject device was also replaced (discarded) because of possible infection due to re-intervention.